Event description:
The following is based on initial info received the pt and subsequent medical records received from the pt's clinic: a caretaker reported a peritoneal dialysis patient became disconnected from the tubing set on approximately (B)(6) 2013 and sterile path was broken. On (B)(6) 2013, the pt's wife called to report pt's fluid was not clear. The rn advised her to take the pt to the ER. Effluent was yellow at the hospital and the patient had slow drains on (B)(6) 2013. Fibrin was observed in the drain bag. The pt was admitted to the main hospital on (B)(6) 2014 with peritonitis and catheter problems. The peritoneal catheter was removed on the (B)(6) with fungal peritonitis which was treated with micafungin. He was stated on hemodialysis and required an ICU stay with worsening sepsis, hypotension requiring pressors, bilateral lower extremity dvt and diarrhea. Despite aggressive care, the pt's condition continued to decline with the family electing palliative care. The pt was discharged and transferred to hospital palliative care on (B)(6) 2013. The pt expired (B)(6) 2013.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: a (B)(6)-year-old male pt received peritoneal dialysis at home, on cipro and silvadene (used for chronic wounds) prior to the event to tubing disconnection at home. Tubing disconnection (no blood involved) could happen with pt's movement and pulling the tubing with enough strength to cause a disconnection. The major consequence is the break in a sterile field required for peritoneal dialysis. The most common infectious etiology is skin flora, such as (B)(6), much less likely fungal peritonitis; the likelihood of fungal peritonitis increases with chronic use of antibiotics. Removing the peritoneal dialysis catheter due to a fungal peritonitis is expected, but withdrawal of treatment is not. There is no history of device malfunction, or indication that the device or therapy contributed to this event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.